Event description:
Customer called stating that the meter was not working right. They stated that parts of the numbers were missing from the display. A review of the system was conducted while on the phone and it was determined that segments were missing from the 100's, 10's and units positions. The customer was asked to return the meter for evaluation. A replacement meter was provided and the customer was invited to call 24/7 with future questions/concerns.